Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitoring device displayed a low oxygen saturation reading in the mid-80% range with a dampened plethysmographic waveform. Evaluation revealed that the sensor was improperly applied, with a noticeable gap between the sensor and the patient¿s thumb. Troubleshooting included assessment of signal quality, comparison with an alternate monitoring module, and repositioning of the sensor on the same finger to eliminate the gap. Following sensor adjustment, the plethysmographic waveform improved and the oxygen saturation reading increased to 94%, consistent with the alternate module compared to which read 83-85%. No additional sensor sites were assessed. No adverse patient outcome was reported.